Event description:
It was reported that nurse was asking why they were swinging in water temperature more ¿aggressively¿ doing therapy in the normothermia protocol in the arctic sun device. They were used to using hypothermia. Mss discussed the difference in control strategy between normothermia and hypothermia protocols and confirmed patient temperature was currently low at 36.1c, target temperature was 37c, water temperature was 28.1c. They said that the patient had been going up and down between 38c and 36c all day. Mss discussed overshoot, work to cool, and the device was 0.5c above and below target tolerance. System diagnostics showed within specifications, advised that device appeared to be working appropriately. Nurse would add a bair hugger for shiver management and call back with any additional concerns.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was an outlet water temperature regulation error. However, this could not be confirmed. The serial number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse was asking why they were swinging in water temperature more ¿aggressively¿ doing therapy in the normothermia protocol in the arctic sun device. They were used to using hypothermia. Mss discussed the difference in control strategy between normothermia and hypothermia protocols and confirmed patient temperature was currently low at 36.1c, target temperature was 37c, water temperature was 28.1c. They said that the patient had been going up and down between 38c and 36c all day. Mss discussed overshoot, work to cool, and the device was 0.5c above and below target tolerance. System diagnostics showed within specifications, advised that device appeared to be working appropriately. Nurse would add a bair hugger for shiver management and call back with any additional concerns.